Event description:
It was reported that the patient experienced lack of adequate pain relief. It was confirmed via x-ray that the lead had a fracture. The lead was explanted and replaced on (B)(6) 2018. The patient has effective therapy post operatively.